Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic organ prolapse, enterocele and rectocele. It was reported that the patient had the concurrent procedures of a diagnostic laparoscopy, lysis of adhesions, bilateral salpingo-oophorectomy, laparoscopic modified moskowitz¿s procedure and posterior repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005. It was reported that patient underwent excision of exposed transvaginal mesh on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017

Manufacturer narrative:
Date sent to FDA: 3/11/2019. Additional narrative: it was reported that following insertion the patient experienced abdominal pain, urinary tract infection, urinary frequency, discomfort, vaginal discharge, bowel perforation and vaginal bleeding.